Event description:
Treatment of a stroke in the mca (middle cerebral artery). During the mechanical thrombectomy, it was reported that the solitaire stent separated as it was being retrieved from the first pass and remains in the mca.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).